Manufacturer narrative:
Tests and labs were provided. Concomitant medical products: was updated with new information. Note: MFR report # 3004939290-2016-00130 follow up 1 was originally submitted on 05/12/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/18/2016.

Event description:
The following additional information was provided: there were no complications for the patient.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1528703) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00130 was originally submitted on 05/04/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/9/2016.

Event description:
It was reported that resistance was met when attempting to shuttle down the mynxgrip vascular closure device and when retracting the procedural sheath. The device was being used for arterial closure. The user shuttled down completely. Significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath; however, the sheath got stuck and did not move properly. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.